Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the eval are available. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.